Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer found one broken cable of the large suturecut needle driver during instrument check-up. There were no delays and no associated fragments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that there was only one cable protruding from the distal end and it was responsible for the opening and closing of the jaws of the grip. The surgeon was aiming to hold a needle, but could not due to the broken cable. The instrument did not collide with any other instrument. The surgery was completed successfully without any injuries or delays. The instrument would soon be sent for failure analysis. No images or patient demographics were available.